Event description:
It was reported that the patient was experiencing inadequate pain control. The patient had had no significant improvement in pain and she did not notice boluses, so the catheter dye study was scheduled. The catheter access port (cap) contrast study was done on (B)(6) 2013 and the catheter appeared to be coiled in the subcutaneous spinal tissues at the anchor site; the catheter had dislodged/migrated. The pump dose was decreased by 25% on (B)(6) 2013 and oxycodone was prescribed. The event was related to the catheter. The pump was delivering morphine, fentanyl, and bupivacaine. The outcome was reported as ¿ongoing event¿.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that the severity of the event was ¿mild¿.

Event description:
Additional information was received and it was reported that the spinal segment of the catheter was replaced on (B)(6) 2013. The patient recovered without sequela.